Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had passed away on (B)(6) 2026 from non-cardiac related issue while being an inpatient as their following hospital. According to ward notes from the previous evening, the patient was reported to be fine with no issues relating to their implanted system present. The following morning at approximately 8am, the patient was discovered unconscious. The hospital cardiac team was called despite the patient's body showing signs they had passed away earlier in the night. Cardiopulmonary resuscitation (CPR) and chest compressions were performed. During attempts to revive the patient, the s-ICD did oversensing noise relating to CPR and chest compressions and deliver an inappropriate shock to the patient's body. An initial review of s-ICD data indicated a smart pass episode was declared at approximately 1am on the day of their passing due to the presence of asystole. According to the hospital, the patient's death was not deemed to be related to the operation of the s-ICD system, and no allegation was being made. All evidence indicates the s-ICD remains in situ and no adverse patient effects relating to its operation were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.